Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device exhibited increased shock impedance measurements from 60 to over 100 ohms. A fracture of the svc coil was suspected. Attempts to obtain additional information was unsuccessful. Available information suggests that this lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.